Event description:
Md applied mini-lengthener with threaded k-wire for a bunionectomy. Approx three weeks later broken k-wires were noted. Pt was non-weight bearing during treatment. Pt progressing as expected.